Event description:
It is reported that the patient received a biolox femoral head on (B)(6) 2011, and the patient is currently monitored due to pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).